Event description:
It was reported that prior to an unknown procedure, there was a problem with the vacuum. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.